Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was run over and the touch screen became shattered. Customer is unable to interact with the pump touch screen to deliver a bolus and change sensors due to the damage. Customer's blood glucose was approximately 116 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.